Manufacturer narrative:
This complaint was received from a clinical study involving a retrospective analysis of neuroblate procedures. This complaint was recently identified during the analysis of the clinical data. The timeliness of this submission is artifact of an old complaint handling process and are now being submitted.

Event description:
It was reported that following a tumor ablation procedure, the patient experienced thrombocytopenia, headaches, dizziness, weakness, cognition changes, vision changes and seizures. The patient was prescribed 10mg of dexamethasone once per day for 3 days and 140mg of temozolomide once per day immediately following the procedure. The patient was then prescribed 4mg of dexamethasone once per day a couple of weeks later and then 2mg of dexamethasone following the 4mg dose. At day 270, following the procedure, the patient was prescribed 4mg of dexamethasone once per day, along with 750mg of levetiracetam once per day and 839mg of bevacizumab once per week. The event was considered resolved.

Manufacturer narrative:
The patient adverse event is a known risk of brain surgery.